Event description:
A power source alert 07 was reported by the caller. The caller's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to start charging. The pump began charging and the issue was resolved.